Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that separation occurred after use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, it was reported that the safety mechanism separated from the eclipse needles. Event description per attached email states, "have you heard anything about the safety device coming off the eclipse bd collection needles? We have had 5 so far. We also had a push button collection set that leaked from the middle of the line. 1 of 4 complaints. This complaint captures 5 occurrences that occurred at an unknown date and time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred after use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter. It was reported that the safety mechanism separated from the eclipse needles. Event description per attached email states, "have you heard anything about the safety device coming off the eclipse bd collection needles? We have had 5 so far. We also had a push button collection set that leaked from the middle of the line. 1 of 4 complaints. This complaint captures 5 occurrences that occurred at an unknown date and time.